Event description:
Customer reported an issue with the gas module se, which may have affected gas monitoring. No pt injury was reported.

Manufacturer narrative:
Customer returned the unit to the company's repair center for further evaluation.